Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the complaint history found no other complaints for this lot number. A review of the mfg records showed no anomalies.

Event description:
It was reported that a pt had shunt implanted on (B)(6) 2009. Three months after the surgery, the pt reported that the shunt was unstable. In (B)(6) 2010, the pt went to the hospital for further testing, and the dr found that the catheter was broken between the valve and the peritoneal catheter. The dr explanted the shunt on (B)(6) 2010, and successfully replaced the device with a new shunt of the same catalog number. There was no death or injury to the pt. The explanted device was kept by the hospital and would not be returned.